Manufacturer narrative:
Failure analysis shows the reported problem cannot be reproduced with the returned patient interface: visual inspection of the applanation cone of the patient interface shows no liquid remains on the applanation surface and no cut track. Functional testing of the patient interface with the laser system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientation of the suction ring but no lack of suction or instable suction could be reproduced. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The root cause is inconclusive, no problem found. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loss of secondary suction during lasik flap creation. Additional information requested.